Event description:
Additional information was received with the following updated description: vessel puncture closure was attempted with a starclose se device after a percutaneous coronary interventional procedure. Reportedly, the clip failed to deploy. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
B3, b6, d11: estimated date. The device was returned for analysis. The reported failure to fire the clip was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 3190 was removed.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional starclose is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure was attempted using two starclose se devices. Reportedly, the two starclose se devices failed in a procedure. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.